Event description:
Rapid response was called at 12:17 am on (B)(6) 2019 for symptomatic bradycardia. Patient heartbeat was reportedly in the 30's. Pea arrest was reported and full acls protocol was initiated. CPR was performed prior to and after patient was transferred to the ICU, but no rosc was reported and patient was pronounced dead at 1:24 am. Noted causes of death are cardiogenic shock, bradycardia, and aicd malfunction, but the details of the malfunction are unclear. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.